Event description:
The charger for the releifband wrist device for motion sickness was placed next to a metallic watch band on my apple watch. They were place next to each other on the counter. The exposed electrical conducts on the charger (the tip with the gold color that you use to charge the band) contacted the metallic band and cause smoke and burn through the metal. It caused a small fire incident that burnt the metallic watch band. Luckily I woke up in the middle of the night after smelling the smoke and removing the items. No injuries. The design of the charger should be improved so the electrical components are not exposed to prevent contact with nearby materials and causing a fire.